Event description:
The physician was attempting to place a taxus express2 3.5x20mm drug eluting stent in an unknown vessel. The stent would not cross the lesion. Once the stent was removed from the patient it was noticed that the distal end of the stent was frayed. No patient complications occurred. The physician completed the procedure by predilating the lesion and placing another 3.5x20mm taxus express2 drug eluting stent. Patient status was reported to be satisfactory.